Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump black box showed that the pump alarmed "auto off timeout: pump suspend" on (B)(6) 2011 at 20:20 which the pump did not confirm. The history showed that the pump emitted a "replace battery on (B)(6) 2011. No deliveries were made between (B)(6) 2011 at 20:20 to (B)(6) 2011 at 12:48. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient contacted animas to report she was hospitalized and treated for severe hypoglycemia. The patient claimed on (B)(6) 2011, her mother found her unresponsive and contacted emergency services. The patient reported her blood glucose (bg) was 20 mg/dl and was taken to the hospital where she was treated and placed in ICU. The patient stated, she was discharged on (B)(6) 2011 and was advised not to resume the pump until she saw her doctor on (B)(6), 2011. At the time of troubleshooting it was noted that the pump was set to the correct date/time; however, the patient's glucometer was found to be set to the incorrect month ((B)(6) instead of (B)(6)). During review of blood glucose readings in glucometer, it was revealed that the last bg performed (prior to being found unresponsive) was on "(B)(6) 2011" at 8:35pm and was 61 mg/dl. The patient did not recall if she corrected for the bg of 61 mg/dl. There were no bg readings in the glucometer with a date of (B)(6) 2011. During review of pump history it was revealed that the pump was primed with almost 14u at 5:35am on the morning of (B)(6) 2011 (1. 5 hours prior to mother finding her). When customer support asked the patient if she was attached when the pump was primed, the patient stated, she did not recall and had no memory of having primed the pump that morning. Animas customer support noted no mechanical issues found with the pump at the time of troubleshooting. This complaint is being reported because, the patient reportedly was treated for severe hypoglycemia by an hcp while on insulin pump therapy. However, at this time, it is not known if the reported device caused or contributed to the injury.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.